Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability ablation catheter was received for evaluation. Visual inspection revealed the tip of the catheter was fractured proximal to electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured distal tip remains unknown.

Event description:
This report is to advise of an event noted during analysis which revealed a fractured tip of the catheter.